Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s cartridge compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings: during the investigation, the complaint of a cracked cartridge was not confirmed. There were no cracks observed in the cartridge compartment. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Additionally, the display had an ink spot on the top left corner of the display.